Event description:
It was reported that during a davinci si surgical procedure, while using the fenestrated bipolar forceps 'one of the string of the instrument gave way during the procedure because of which the product was removed'. The planned surgical procedure was completed with another instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.